Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received questionable results for two patients tested with coaguchek pro ii meter serial number (B)(4). Of the two patients, only one had an erroneous result. At 10:40 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.80 inr. At 11:50 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.07 inr. No adverse events were alleged to have occurred with the patient. The patient was not harmed. The reporter's product was requested for investigation. Relevant retention test strips (lot 353606) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.